Event description:
N/a.

Event description:
It was reported by the customer that when the cardiosave intra-aortic balloon pump (iabp) powered on before use it displayed fault #77 and alarmed very loudly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was told that prior to use the unit displayed a maintenance required code 14 and alarmed loudly. The fse reported to find some code 77¿s in the iabp's logs that indicated a bad compressor. To fix the issue the fse replaced the scroll compressor and recalibrated the 30 psi regulators. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.